Manufacturer narrative:
Available information indicates the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead reported they were being treated with antibiotics for an infection. No additional adverse patient effects were reported.